Event description:
Ous MDR - it was reported that about 5 years after the implantation the patient received inappropriate shocks due to the suspected lead defect. According to the physician the ICD was programmed off and despite this the shocks were delivered. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 86 months and 82 charging cycles were recorded to the ICD memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the rv as well as the ff channel. On (B)(6) 2014, the device performed more than 14 successive charging cycles due to the detection of that noise. The eos status of the device resulted from these successive charging cycles. Furthermore the inspection revealed that the ICD tachy-detection was switched "off" during a follow up on (B)(6) 2012. However, the ICD was reprogrammed at a follow up on (B)(6) 2013, during which the anti-bradycardia program was changed from "ddi" to "off." At the same time the ICD tachy-detection was re-activated. Since the follow up on (B)(6) 2013, the tachy-detection remained active until explantation of the ICD. In a next step a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, however the ability of the device to deliver defibrillation shocks was found compromised, due to the depleted battery. In summary, there was no indication of an ICD malfunction. The tachy-detection was reactivated during follow up on (B)(6) 2013. The lead was not returned for analysis. The presence of noise leading to shock delivery was confirmed, however based on the available data no conclusion towards the root-cause can be drawn. There was no indication of a material or manufacturing problem.